Manufacturer narrative:
(B)(4). Concomitant products: unknown head, unknown liner, unknown cup. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03570.

Event description:
It was reported that patient is indicated for a hip revision surgery due to instability. No revision surgery reported to date.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 2565-2017-03570, 0001822565-2017-03571, 0001822565-2017-06629, 0001822565-2017-06632, 0001822565-2017-06631, 0001822565-2017-06630. Concomitant medical products: unknown head; unknown liner; unknown cup; unknown screw (3). Reported event was confirmed by review of x-rays provided. X-ray review from external surgeon confirms instability . The acetabulum appears abnormal including remodeling of the bone. The acetabular cup appears migrated superomedially. Periprosthetic lucencies surround the acetabular screws and a lucent zone is noted superior to the acetabular cup. It is likely that all of these findings are due to loosening within the region surrounding the acetabular cup. Also, the acetabular cavity has widened and the hardware cup seems undersized for the acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.